Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and that the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010. A 4196, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks, and the right ventricular (rv) lead exhibited oversensing, noise and high impedances. Additionally, the lead exhibited a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.